Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the biliary tract during an endoscopic retrograde cholangiopancreatography (ercp) and cholagioscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, after a few minutes of the treatment, the working channel sleeve of the spyscope ds protruded. A spybite biopsy forceps was inside the spyscope ds when it protruded and there were no reported issues with the accessory device. The procedure was still completed with this device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(Device codes): the problem code 2979 captures the reportable event of working channel sleeve protrusion. Visual assessment was performed after disinfection. As received, the working channel sleeve (wcs) did not protrude. The working channel sleeve still did not protrude when the distal tip was articulated by turning the knobs in all directions. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The working channel sleeve was removed. Witness marks were noted on the pebax. The white and clear areas along bond a, as well as the proximal strands of the braid remaining attached to the pebax, appeared to show evidence of adhesion. Although the working channel sleeve did not protrude, the condition of bond b is consistent with returned complaint devices that do have working channel sleeve protrusion. Therefore, the complaint is confirmed. Based on investigation results, the underlying cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. Working channel sleeve protrusion in devices manufactured post 01mar2018 changes has been determined to be a design issue, therefore, the complaint investigation conclusion code selected for the working channel sleeve protrusion issue is design inadequate for purpose, which indicates that problems were traced to design/design features of the device that do not support or do interfere with the intended purpose of the device. An investigation is underway to address this issue. A DHR (device history record) review was performed, and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint. The DHR review confirms that the accepted device met all manufacturing specifications.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the biliary tract during an endoscopic retrograde cholangiopancreatography (ercp) and cholangioscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, after a few minutes of the treatment, the working channel sleeve of the spyscope ds protruded. A spybite biopsy forceps was inside the spyscope ds when it protruded and there were no reported issues with the accessory device. The procedure was still completed with this device. There were no patient complications reported as a result of this event.